Event description:
Boston scientific received information from the patient that the area around the device is still very sore and the implant area looks a little red and puffy. There were no additional adverse effects reported. The product remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.